Manufacturer narrative:
No motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced high blood glucose of over 600 mg/dl. Customer was treated with manual injection and current blood glucose was 297 mg/dl but dexcom reading was over 400 mg/dl. Customer stated that insulin pump alarmed for motor error but insulin pump was able to rewind. Customer also stated that insulin pump alarmed for no delivery during the bolus and insulin exits during manual prime. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be returned for analysis.